Event description:
It was reported that, "using the universal screwdriver the head strip."

Manufacturer narrative:
Method: DHR, complaint review, material analysis. The investigation concluded that this event is related to similar events where the tip on the universal and straight driver shaft twists and/or fractures. The results of previous mars for past pers indicated that the tip of this driver deformed due to torsional overload and fractured due to torsional shear. This failure mode is observed when driver is over torqued, driver tip wears excessively due to repeated use of the driver and drive tip is angulated extremely within the screw head during use. The hardness of the returned driver was measured hrc 49. This indicates that devices received proper heat treatment and have been manufactured as per blue print specification.